Event description:
Unomedical reference number (B)(4). Event occurred in belgium on (B)(6) 2024, it was reported that the patient experienced an occlusion issue followed by an alarm. However, the occlusion alarm did not recur, which suggests that the blockage was likely at the site. The patient was instructed to remove the site and observe the cannula, which was found to be compromised. Specifically, the patient reported that the infusion set cannula was kinked. The patient noticed symptoms three or more hours after insertion, and the infusion set was not in use for more than 72 hours. The site was inserted in the abdomen, and the patient regularly rotated site locations. Importantly, the site area was not impacted in any way. The patient promptly changed supplies as necessary and resumed insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.